Manufacturer narrative:
Device was evaluated. Corrections included replacing isolated host comm board. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the v series monitor which may have affected spo2 monitoring. No pt injury was reported.